Manufacturer narrative:
(B)(4).

Event description:
It was reported that a priming bolus was incorrectly performed. The programmer was programmed to deliver a priming bolus of .3ml over 19h instead of 19min. The bolus had been running for 28min at the time the event was reported. The pump was connected to the catheter, which was aspirated. The bolus was stopped on the pt and the pt is doing very well now. The drug used the pump at the time of the event was not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.